Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an infection. It was noted that the stimulator was turned off due to a small infection around the suture. Patient had numbness around lead implant location. It was noted that the infection had been healed. There was no communication from the patient programmer or recharger. It was noted that the patient had charged prior to turning stimulation off but had not charged since. Patient was unable to recall when he last charged. The use of an antenna locate feature resulted in a power on reset (por) being displayed on the recharger which then lead to normal recharging screen. Patient was seeing 68-78-80 after antenna locate was performed. The patient was seeing 8 coupling bars and was charging. Additional information requested but had not been received as of the date of this report.

Event description:
It was further reported that the patient was still having concerns. The patient stated that her physician would not help her because he "cut the nerve."

Event description:
Additional information received stated that the patient couldn't get any help from his doctor or the manufacturer and didn't know what else to do.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type; lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection. It was noted that the stimulator was turned off due to a small infection around the suture. Patient had numbness around lead implant location. It was noted that the infection had been healed. There was no communication from the patient programmer or recharger. It was noted that the patient had charged prior to turning stimulation off but had not charged since. Patient was unable to recall when he last charged. The use of an antenna locate feature resulted in a power on reset (por) being displayed on the recharger which then lead to normal recharging screen. Patient was seeing 68-78-80 after antenna locate was performed. The patient was seeing 8 coupling bars and was charging. Additional information requested but had not been received as of the date of this report. It was further reported that the patient was still having concerns. The patient stated that her physician would not help her because he "cut the nerve." Additional information received stated that the patient couldn't get any help from his doctor or the manufacturer and didn't know what else to do. It was further reported that the patient¿s implantable neurostimulator (ins) only worked for 2 days post implant. The ins had something ¿glitching¿ with it. The patient could not get their ins to connect to their programmer or recharger. The patient had several visits with their doctor¿s office nurse. Initially the patient couldn¿t connect with their programmer but then had difficulty recharging. The patient had scheduled several appointments to have a manufacturer representative reprogram the ins but their doctor cancelled them all. It had been approximately 8 months since the patient last saw their doctor. The leads were implanted in the patient¿s neck and the whole left side of their head had been numb since the replacement. The patient questioned if the doctor damaged the nerves during implant. The doctor told the patient that they liked to ¿split the nerve¿ and put the lead in the middle of it. The doctor told the patient they were not following procedure but they got good results doing it like that. Due to the length since the patient last recharged it was possible the ins was in overdischarge. The patient had not recharged successfully for approximately 8 months. It was further reported that the patient was seen by a manufacturer representative the thursday prior to the report. It was further reported that there was a 50% or greater symptom reduction. The patient¿s battery was overdischarged so the power on reset was cleared on (B)(6) 2014. The cause of the event was that the patient had not charged. The issue was not device related at all. The patient was re-educated on charging so the problem would not present itself again. As far as the manufacturer representative knew the patient was doing great now and receiving effective therapy. It was reported that the patient¿s device was not working. No symptoms were reported and it is unknown when this event occurred. This event was previously reported under MFR report number 3004209178-2017-01607. Upon further review of additional information received from the patient, the reported events were related. Additional information was received from the patient. It was reported they started experiencing the issue of the device not working about 2 months after it was placed. The battery would run down too fast and the device shut off. The patient met with manufacturer representative to get it restarted but it happened again 3 weeks later and has not worked since. The patient reported they only got about 10 weeks of use from the stimulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-02-21 from the consumer reporting that they had an unrelated MRI for their neck. It was re-reported that the implantable neurostimulator (ins) was not working, had been dead for a while which clarified to be ¿over a year,¿ and was over and under charged. A manufacturer representative had restarted it once 2 years ago and explained that it was a problem with the batteries. The patient had charged it for 12 hours until it was fully charged. The patient reported that it worked for 1.5 hours and then it shut off and would not respond. It was reported that the patient had gotten a letter from someone (the health care professional (hcp) or manufacturer) that their battery had been recalled. The patient stated that they would fax this letter to the manufacturer. The issues started in (B)(6) 2013. This event date conflicts with information that the issues started in (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-02-21 reporting that they first started experiencing the issue of the device not working about 2 weeks after it was replaced. The battery undercharged with no warning and it stopped working. The manufacturer representative got it to respond and ¿it did something again.¿ it was reported that the patient had contacted a manufacturer representative and met with them. The manufacturer representative got the battery to respond and the patient charged it. However, it did the same thing after using it 2 hours. The battery was ¿over and under charging with no warning.¿ it was reported that the patient was never notified about the problems with the battery until they read about it on (B)(6). It was stated that the issue of the device not working had not been resolved. The patient only got ¿about 2 weeks use out of it¿ and the patient expected it to be fixed. The patient was not satisfied and indicated that they were waiting for a response in order to get a resolution. The patient notified their health care professional (hcp) also about the numbness. The patient stated that the hcp put the first ins in with no problems until the battery reached the end of its life. This was the patient¿s second stimulation. The hcp wrapped the end of the leads around the nerve and when they took the first one out they had complications because of the way they put the leads in. It was stated that the nerve was damaged now. The left side of their head and neck was completely numb. This was not the original issue that the patient had contacted the manufacturer about. The new ins battery had problems from day one. It went dead and the patient met with the manufacturer representative and their hcp. The battery was charged and the patient went home and charged it for 6 hours. It worked for 2 hours and then the battery went dead again with no wanting. It had not worked since then. It was reported to be a problem with the battery and that it was defective.

Manufacturer narrative:
Intervention was not required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient&#38112;implantable neurostimulator (ins) only worked for 2 days post implant. The ins had something "glitching" with it. The patient could not get their ins to connect to their programmer or recharger. The patient had several visits with their doctor's office nurse. Initially the patient couldn't connect with their programmer but then had difficulty recharging. The patient had scheduled several appointments to have a manufacturer representative reprogram the ins but their doctor cancelled them all. It had been approximately 8 months since the patient last saw their doctor. The leads were implanted in the patient's neck and the whole left side of their head had been numb since the replacement. The patient questioned if the doctor damaged the nerves during implant. The doctor told the patient that they liked to "split the nerve" and put the lead in the middle of it. The doctor told the patient they were not following procedure but they got good results doing it like that. Due to the length since the patient last recharged it was possible the ins was in overdischarge. The patient had not recharged successfully for approximately 8 months. It was further reported that the patient was seen by a manufacturer representative the (B)(6) prior to the report. It was further reported that there was a 50% or greater symptom reduction. The patient's battery was overdischarged so the power on reset was cleared on (B)(6) 2014. The cause of the event was that the patient had not charged. The issue was not device related at all. The patient was re-educated on charging so the problem would not present itself again. As far as the manufacturer representative knew the patient was doing great now and receiving effective therapy. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.